Event description:
The customer reported that the insulin pump had a frozen display. The customer stated that sometimes when she pressed a button, the device did not respond and the screen was black. The customer also stated that the insulin pump has been dropped several times. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had an intermittent button response as result of moisture damage on the button keypad trace. The device also had a scramble display due to moisture damage on the liquid crystal display board.